Manufacturer narrative:
P-cap or reservoir locks properly into place. Device power up properly after battery installation. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No rewind anomaly or unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Power connector plug in and locked in place properly. No missing segments or partial display noted. Device shows no damage on lcd controller or lcd glass. All audio tones were heard and vibration noted during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in device history files. Device received with cracked keypad overlay, faded serial number label, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had haze screen which made hard to see, no delivery alarms, alarms had became faint, rewind took longer time. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.